Event description:
During an ercp procedure, a cook endoscopy, howell dash ii sphincterotome preloaded with a metro wire guide was used. During cannulation of the duct, the outer coating separated at the distal end of the wire guide, exposing the inner wire. All of the coating remained attached to the device with no detachment in the patient. The sphincterotome and wire guide were removed from the patient. An injury to the patient did not occur. No additional medical procedures were required due to this observation. See additional information.

Manufacturer narrative:
Our evaluation of the returned device confirmed the report as it was described. The coating of the wire guide has separated near the distal end. Approximately 4cm of the coating has stripped and was not included in the return. The information provided with the report indicated nothing detached in the patient and no retrieval efforts were needed. The inner coilspring has uncoiled and is stretched. The wire guide was returned inside the sphincterotome. The sphincterotome was heavily contaminated with dried contrast upon return. A 2cm kink/bend was noted in the sphincterotome outer sheath 50cm and 81cm from the distal end of the handle. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: due to the condition of the device upon return, we have concluded that the most likely contributing factor to this observation is allowing contrast to dry on the wire guide and application of excessive pressure. The instructions for use instruct the user to flush the wire guide with water or saline. For best results, the user is instructed to keep the wire guide wet. The returned product was contaminated with dried contrast upon receipt of the device for evaluation. A contrast filled lumen may cause resistance during movement of the wire guide. It is likely added pressure was applied when resistance was encountered this caused separation of the wire guide coating and subsequent damage to the coilspring. The additional information provided indicated the wire guide was flushed with saline prior to use and before each exchange. Resistance in transversing a difficult stricture could have contributed to this observation. Also, if the wire guide received pressure due to resistance, this could contribute to wire guide damage and coating separation. Flattened areas in the catheter, as observed, can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Corrective actions: no corrective action warranted at this time because this observation may be use and/or procedure related. Prior to distribution, all dash sphincterotome and metro wire guides undergo a visual inspection to ensure device integrity. This inspection includes a visual inspection of wire guide coating. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Customer quality assurance will continue to monitor for trends.